Event description:
It was reported by service report that the motion interrupt pan was stuck and missing the mounting stand-off bolts. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan was stuck due to missing mounting stand-off bolts.